Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's had felt sick. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was diagnosed with gastroparesis. The patient had tests administered and the patient was given medication. The patient was prescribed tiazepine (4 mg) and gabapentin (30 mg). The patient was released from the hospital after a week.